Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 68 and blood glucose was 224 mg/dl. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. It was also reported that customer was al customer was advised that sensor would be replaced.